Manufacturer narrative:
Visual inspection by the complaint investigator has confirmed the reported event. Evidence of a fractured screw remained stuck inside of the implant. Review of the product non-conformance history for the iunihg did not provide any indication of a manufacturing deviation or non-conformance that would contribute to this event. A technical root cause cannot be determined. (B)(4).

Event description:
The doctor indicates that the abutment screw has fractured. The implant had to be removed. After healing, another implant will be placed.